Event description:
Medtronic received information that prior to the implant of this transcatheter bioprosthetic valve, as the knob of the delivery catheter system was being turned to open the capsule and expose the paddle pockets, the "turning knob" fell apart. No adverse patient effects were reported.

Manufacturer narrative:
This report is being submitted as part of remediation activities associated with CAPA 643143, addressing MDR reporting guidance from the FDA¿s 1995 preamble, which ensures complaints related to corrections and recalls previously reported to the FDA under 21 cfr 806 are now reported as mdrs; this is not a new malfunction/event. Product analysis: upon receipt of the suspect complaint delivery catheter system (dcs) at medtronic's quality laboratory, the dcs was received with the handle components detached from the dcs, the end cap/screw gear snap fit was connected. Visual analysis showed delamination over the nitinol reinforcing frame at the proximal end of the capsule. A kink was observed on the inner member at the proximal end of the inner member. During functional testing, the trigger moved to fully advanced and retracted positions and locked in place when released. The tip-retrieval mechanism appeared intact. The device was received with the capsule fully closed. Both tab 3 and tab 4 of the male actuator component were hinged inwards. Conclusion: the device history record was reviewed and showed this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. The subject dcs was returned for analysis with the handle components detached from the dcs confirming the reported event. A very small area of delamination was observed on the capsule, which was not reported in the event. The damage may have been caused by an interaction between the dcs and a hard surface, potentially during return transport for analysis. A kink was observed on the inner member shaft. The description of the event does not indicate this kink occurred during the reported issue; the cause of this damage cannot be determined. Inner member shaft kinks have historically been seen on devices returned without the stylet in place during transport back for analysis, as was observed in this case. The device was received actuator separation is typically associated with broken or damaged snap fit tabs, either one tab or both, which hold the handle together. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.